Manufacturer narrative:
(B)(4).

Event description:
It was reported that immediately post implant, prior to moving the patient from the operating theater, it was noted that the atrial lead was dislodged. The pocket was re-opened and the lead was explanted and replaced. The patient was doing well post procedure.